Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument evaluation. After analysis of the system and system data, the fse adjusted the mixer. Following adjustment of the mixer, the customer reported satisfaction with the assay performance. The actual root cause could not be determined and no conclusion can be drawn about what specifically corrected the problem. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant low lithium results were obtained on advia 1800 with 2 patient samples. The samples were re-tested. The discordant results were not reported to the physician. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant lithium results.